Manufacturer narrative:
Follow-up #1: date of submission 08/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/29/2016 with the following findings: the battery compartment was cracked and moisture was observed in the battery compartment. A leak test was performed and failed due to a battery compartment leak. The pump was opened up and no further moisture damage was observed. Unrelated to the original complaint, the battery cap threads were noticed to be stripped. The cap was unable to secure, therefore, a test cap was used to perform testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged damage to the battery compartment. In addition, it was reported that there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.